Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of a part order and part replacement, or of confirmation that the provided troubleshooting steps resolved the issue. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a low leak co2 rebreathing risk alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer stated that the issue initially occurred during setup and was then removed from service. The remote service engineer (rse) advised the customer to introduce a leak into the circuit for proper exhalation and to clear the alarm. The exhalation port at the bottom of the unit appeared to be unobstructed, and the air inlet filter was fairly dirty. The customer stated they would replace the filter and consult with the rt department for proper circuit setup. The customer stated that they would replace the flow sensor assembly if needed. This investigation is ongoing.